Event description:
It was reported that the nurse called and requested assistance on how to turn off the insulin pump. During the call, it was found that the customer was hospitalized, but the nurse was not willing to give us more information at the time. Attempted to call the customer to get more information, and he stated that he was hospitalized. The customer does not remember if he was admitted for low or high blood glucose, and he does not remember any details on the event either. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.